Event description:
Carefusion technical support reported he assisted a customer with an event log download to investigate an over infusion. Hospital pharmacy contact states the product will not be returned because they will be doing their own internal investigation. There was no report of patient harm or medical intervention. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). The customer stated the product will not be returned because they are doing their own investigation. Offered assistance to customer in case he needed help with event log interpretation.